Event description:
On 07/20/2015, the reporter contacted animas, alleging a keypad button response issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: during investigation, there was no damage observed on the keypad, but all the keypad button symbols were worn. The keypad buttons were present with intermittent response. There was contamination present under all button contacts. Unrelated to the original complaint, it was observed that the display was dim and discolored. It was also observed that there were two battery compartment cracks, above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.